Event description:
A nurse contacted baxter (B)(4) regarding a missing component from a cassette. The nurse stated she could not connect the 5l bag to the cassette, because the white connector cap was missing from the end. There was no patient involvement, and no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Additional information:this condition was not confirmed and the root cause could not be determined, as the sample was not returned. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.